Manufacturer narrative:
Additional information: medical device lot # - 4349667. Medical device expiration date - this device does not have an expiration date. Additional information: device manufacture date - this device was manufactured 2/6/2015 to 2/7/2015. Device evaluation: results - the customer returned (23) 1cc, 12.7mm, 30g syringes (13 loose, 10 in a sealed poly bag) from lot # 4349667. The customer states that the needle broke in the skin. All returned syringes were examined visually and no broken cannula was observed on any of the samples. A review of the device history record was completed for batch #(B)(4). All inspections were performed per the applicable operations qc specifications. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. A sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the consumer had a needle break off in the injection site. He went to the emergency department and had an x-ray. The needle was detected and attempts were made to remove the needle but they were unsuccessful. The consumer then spoke with a surgeon and surgery was scheduled for (B)(6) 2016. He was sent to another facility in (B)(6), where the doctor tried unsuccessfully to remove the needle. No further interventions were planned as of (B)(6) 2016.